Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient could not easily connect his charger to his battery, recharge burden had grown substantially, and tonic therapy was no longer effective for pain relief. In turn ipg became inoperable. As a result, surgical interventions was undertaken where in the ipg was explanted and replaced resolving the issue.